Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 342 mg/dl and 50 mg/dl. Customer¿s other blood glucose level was 300 mg/dl, 342 mg/dl, 313 mg/dl and 250 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose as well as low blood glucose level episodes. Customer was treated with bolus. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 342 mg/dl and the sensor glucose was 250 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 50 mg/dl. Suspend on low limit in sensor settings was 50 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer troubleshoot was performed. The insulin pump and sensor will not be returned for analysis.